Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their ins battery was getting low and that they would have to charge it pretty frequently. The patient stated they were seeing a new managing health care provider (hcp) because they'd moved. The new hcp wanted to put a new system in and that their hcp was supposed to contact a manufacturing representative (rep) about it back in (B)(6) of 2022 to get the patient scheduled for a new system but it had never happened. The patient also reported that sometimes when they were charging the ins, they would "have a stinging sensation for a minute" at the implant site. The patient stated they would have the recharger entirely over their light-weight panties and when asked if the implant site had been healed at the time the patient simply replied "it had been there for sometime at that point. The patient stated they did not see any type of screen when the stinging sensation happened. The patient said that it hadn't been for a minute because when they started to feel it, they would move the recharger and the stinging sensation would stop. The patient stated it would happen when they would be starting to try to charge the ins. The patient also said "it (the recharger) would beep." They talked to the rep in (B)(6) of 2022 about the stinging sensation and they were told to lay down while recharging. The patient has tried different things, but they think its just that the battery is low on the ins, which is why the hcp wants to put in a new system. The patient will continue to follow up with their hcp.